Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-ray imaging revealed migration of t12 and lead fracture of l1. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein t12 and l1 were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.